Event description:
While treating a pt, during rv mode up between two fields with the same gantry angle, the gantry moved unexpectedly. The operator was pressing the motion enable button (meb) to setup the collimator, not expecting any gantry motion. The gantry moved towards the pt and the collimator contacted the elbow of the pt with no physical harm. It also collided with the couch top before the operator released the meb at the console. No serious injury was reported.

Manufacturer narrative:
Actual device involved in th incident was evaluated. Though still under investigation, varian has determined that a MDR is appropriate. Add'l follow-up to this MDR is expected upon completion of the investigation. (B)(4).